Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient passed away on (B)(6) 2016. The cause of death was unknown. Patient's wife stated that she called the emergency medical technicians (emts) three weeks prior to the patient's death as the patient was not feeling well. The patient was taken to the hospital. The patient was diagnosed with a blood clot in his left leg. No procedures were done. Patient's wife stated that the doctors could never get the patient well. The patient was in the hospital from (B)(6) 2016 until their time of death, on (B)(6) 2016. Patient was not wearing the continuous glucose monitor (cgm) at the time of passing. There was no alleged device malfunction. A death certificate was not provided. No additional event or patient information is available.